Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed lesion was located in the moderately tortuous superficial femoral artery (sfa). The physician advanced a cruise guide wire to the lesion and then inserted a 4mmx20mmx144cm coyote balloon. The coyote balloon was inflated to 13atms and ruptured on the first inflation. The procedure was completed with 6.0mmx40mm sterling balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).